Manufacturer narrative:
Additional information received on 01/16/2023. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Patient identifier, reporter phone, reporter email has been updated

Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. It was determined that the device was not acceptable for use therefore the device was scrapped. Device also had technical findings which was preserved. If any additional information is received, a follow up report will be filed.